Event description:
It was reported that patient presented remotely. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited far field over-sensing leading to inappropriate mode switches. Programming changes were made. Patient condition was stable.